Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (failed incoming testing) has been confirmed.  Upon investigation the monitor was received in a damaged condition. The monitor's electrode belt receptacle had a cut wire. The root cause for the damaged connector was excessive force.  No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming testing.